Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, pt experienced vaginal erosion, vaginal bleeding and discharge, odor, pain, sexual complications and continued incontinence. The device was explanted in 1999. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, the co is unable to determine if the device met specs and are unable to determine the specific relationship of the device to the event.